Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had a tip distortion and the clip did not come off the tips. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The incident with the clip applier occurred while loading the clip onto clip applier. The clips used were the hem-o-lock ml. The customer used a back-up clip applier. No photos or videos of the event are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.